Event description:
It was reported that patient presented in clinic and the implantable cardioverter defibrillator could not be interrogated. Different programmers and different locations were attempted yielding unable to interrogate results. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer via rf telemetry. During the analysis, the battery was disconnected from the circuitry and the device was tested using a power supply. Firmware was reloaded, and the device interrogated normally via inductive and rf telemetry. The cause of the telemetry anomaly was undetermined.